Manufacturer narrative:
The evaluation noted that revision reported was likely the result of crack initiation, propagation, and ultimate fracture of the lever release subcomponent due to years of repeated impaction cycles and engaging/releasing the locking feature. The most probable root cause associated with the reported event of "broken / non-functional" is associated with a partial or full-thickness crack in the device materials.

Event description:
As reported, during a procedure, the button on alteon clamp cup inserter broke off when inserting cup into patient. Opened new tray for cup inserter. There were no parts or pieces that fell into the patient. The (B)(6) y/o female patient was last known to be in stable condition following the event. The device will be returned.